Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive the distal set up joint (suj) and performed the failure analysis. The suj was analyzed and found to error 32100 on the axes controller tornado (act). The distal suj was installed on the system and no error could be generated. The suj was tested on the patient side cart fixture test platform (pftp) machine and passed all tests. The error logs were pointing to the act printed circuit assembly (pca). The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon contacted intuitive technical support engineer (tse) and reported the staff was encountering a repeated error 32100 on arm 1. The staff was completing the procedure at the time of the call. The staff backed the patient side cart (psc) away from the patient and hard power cycled the system. The system powered up normally but when the staff moved arm 1 the error returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using three arms. Arm 1 was disabled due to repeated errors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the distal set up joint (suj) to correct the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. A follow-up MDR will be submitted with failure analysis findings.